Event description:
It was reported that during a suturebridge procedure, the surgeon punched the first hole on the pt's humeral head to the proper depth laser mark for the first medial anchor. Next, he removed the punch (ar-1927pb) and screwed in the anchor (ar-1927bf) to the laser mark on the driver. As per his usual technique, the surgeon pulled back on the driver's handle to verify that the anchor had been introduced to the proper depth and was not sitting proud. At this moment, the driver's shaft broke, leaving the tip of the driver buried inside the cannulation of the screw anchor (ar-1927bf). The surgeon tried to remove the driver's tip from the anchor's cannulation with an arthroscopic grasper, but was not able to retrieve it. He palpated the screw anchor's head and confirmed that the driver's tip was held on tight inside the anchor's cannulation. The driver's tip remained stuck in the anchor's cannulation underneath the pt's rotator cuff. The surgical procedure was continued as normal and the procedure was completed successfully. No further pt info was provided at the time of this report or in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The driver was returned for eval. The square driver tip was confirmed to be broken off from the shaft. Material analysis confirmed correct material type. A definitive cause for the event could not be determined from the device eval. Eval of the device was inconclusive in isolating any possible root causes for the event. This is the first complaint of this type for this part/lot combination. Device history record review revealed nothing relevant to this event. The product will be monitored for a trend of similar/related events. The potential causes of this event are being communicated to the event reporter.